Event description:
All four channels alarmed "communication error" or "system error." The nurse turned the unit off and back on again. The pump worked; however, it did not retain the patient's settings. The biomedical assessment revealed that the pcu error log had eight code 800.8000.0 errors. The errors did not repeat when the device was bench tested. The pcu will be sent to alaris for evaluation and repair. There was no patient harm as a result of this failure.